Event description:
According to the information received, a trivial pericardial effusion was noted on the pre-discharge echocardiogram. The patient is asymptomatic and clinically stable. No further treatment provided.

Manufacturer narrative:
This event was reviewed by the (B)(4) medical erosion board and confirmed that no erosion occurred.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains implanted. This event will be reviewed by the aga medical erosion board. Upon adjudication, the results will be provided in a supplemental report.